Manufacturer narrative:
Batch review of lot 148098 performed on 12/04/2015: 60 items produced and released on 12/02/2014. All parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. To date 4 items belonging to this lot have been already sold without any other similar issue.

Manufacturer narrative:
Additional information from our (B)(6) of spine on (B)(6) 2015, not reported in the initial MDR: I have just talked to the surgeon. He most likely cross-threaded (set screw is not correctly engaged into the tulip) the set screw into the tulip and therefore shared off the thread. He confirmed that this happens from time to time with every system. He used a new set screw and was able to engage it in the correct way. Everything worked well with the second set screw.

Manufacturer narrative:
On (B)(6 ) 2015 it was prepared a final report with the information collected during the investigation, already reported in the initial report and follow ups. On june 24, 2015 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On march 11, 2015 the r&d director of spine analyzed the retried item with the following comment: the visual inspection of the set screw showed that the thread partially shared-off. This can rarely happen in case of the surgeon does not correct engage the set screw into the tulip and applies the final tightening torque. This is called cross threading. Based on the visual inspection and the comments in the complaint, it is most likely that cross threading occurred. Therefore the thread in the tulip wasn't damaged and the surgeon could complete the surgery with a new set screw which was correctly engaged.

Event description:
Ref imp# (B)(4).